Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Based on the review completed on 25-feb-2026 and investigation completed on 13-mar-2026 this (medical device report) MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples were visually inspected and tested for click and static pull of base-connector tests. All test results were within specifications. The batch record: 5388352 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from leakage from connection between the tubing connector and the infusion set (cannula part/base piece), to leak between tubing and site connector - detachment / significant wetness which requires additional activities not included in the original investigation dated 23-jan-2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system eqms search: a query was run in the eqms on 13-mar-2026 against "lot number" "5388352" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece), leak between tubing and site connector - detachment / significant wetness the review confirmed that lot: 5388352 and the identified failure mode are not associated with any non-conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 13-mar-2026 against "lot number" criteria equal "5388352" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece),leak between tubing and site connector - detachment / significant wetness the number of complaints is 2. The complaint numbers are complaint (B)(4). Device history record DHR review: the lot: 5388352 was manufactured according to work instruction wi version 45 and manufactured in the m10 machine on 01-jul-2022 with a total of (B)(4) units. The sub-assembly: assembly lot: 5392889 was manufactured according to the wi version 28 and assembled in the machines ls06, ls07, ls11, on 26-jun-2022, with a total of (B)(4) units. Lot: 5388527 was manufactured according to the wi version 33 and assembled in the glueing 3 line, on 25-jun-2022, with a total of (B)(4) units. Lot: 5394099 was manufactured according to the wi version 53 and assembled in the machine sc08 on 26-jun-2022, with a total of (B)(4) units. Lot: 5394100 was manufactured according to the wi version 53 and assembled in the machine spot 08 on 27-jun-2022, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number: (B)(4). Event occurred in germany. This emder is being submitted for unknown number quantity. It was reported that patient has issue with an infusion set tubing detachment at the site connector after several hours to one day of use on (B)(6) 2024. No further information available.